Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.